Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The other xience alpine and the hi-torque balance middleweight universal guide wire referenced are filed under a separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a right coronary artery with calcification but no tortuosity. A balance middleweight (bmw) universal guide wire was successfully advanced to the lesion and unspecified balloon dilatation catheters, as well as two xience alpine stent delivery systems, were successfully advanced along the bmw universal guide wire without issue. During removal, the bmw universal guide wire stuck on one or both of the two previously implanted xience alpine stents. The bmw universal guide wire coils stretched and the tip separated. The tip of the bmw universal guide wire went into the aorta. The physician stated that the tip of the bmw universal guide wire probably endothelialized. The patient was fine and in stable condition. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.